Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, cystoscopy and perineorrhaphy due to vaginal vault prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to pain and erosion. It was reported that the patient underwent removal of vaginal foreign body on (B)(6) 2010 due to mesh erosion with cystocele. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to eroded mesh, recurrent cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.